Event description:
The customer alleged that his contour meter had been reading higher than usual. While troubleshooting, he tested his blood glucose using his contour and received a reading of 258 mg/dl. He also tested with another meter and received a reading of 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.